Event description:
It was reported that the system 7 reciprocating saw ran after the trigger was released during a routine maintenance check by a stryker field service technician. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the system 7 reciprocating saw ran after the trigger was released during a routine maintenance check by a stryker field service technician. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported run-on was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, corrosion was found to be affecting internal components of the device, which can contribute to the reported event.